Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced an infection manifested by cloudy effluent. The cause of the event was unknown. The patient was not hospitalized for the event. The day after the event onset, the patient started treatment with vancomycin (1g; route, frequency, and duration not reported) and amikacin (500 [units not specified]; route, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. The patient¿s recovery status and outcome of the event were unknown. No additional information is available.

Manufacturer narrative:
The patient experienced peritonitis and was treated with treatment further clarified as intraperitoneal vancomycin (one dose only administered intraperitoneally) amikacin (500 mg daily, intraperitoneally) for peritonitis. Dianeal and extraneal therapies remained ongoing. Eight days after the event onset, the amikacin was discontinued. Also that same day the patient was deemed recovered. Should additional relevant information become available, a supplemental report will be submitted.